Event description:
The device was used during a gallbladder procedure. Reportedly, the staples prefired. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/5/1998-supplemental report #1 submitted to FDA.